Manufacturer narrative:
The previous report of infection was reported under medwatch MFR report number 2916596-2016-00003. The event occurred at the university of (B)(6). (B)(4). Approximate age of device ¿ 4 months. Device evaluation conducted from the return of the explanted pump: no pump issues were reported and no device-related issues were found during the evaluation of (B)(4). Visual inspection of the sealed inflow conduit and the returned portion of the sealed outflow conduit revealed no depositions or thrombus formations that would have contributed to a functional issue. In addition, visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a bacterial driveline infection. The treatment included debridement and drug therapy. The cause of infection was device related due to complexities of medical management. The patient was admitted to the hospital from (B)(6) 2015, and from (B)(6) 2016 due to infection. It was reported that the patient had a previous report of infection, and that the device was subsequently explanted on (B)(6) 2016. It was also reported that the explant was associated with the patient's cardiac recovery.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.